Manufacturer narrative:
It was reported to abbott a patient underwent a lead revision due to high impedance on two contacts preventing them from having an MRI. During the revision, a csf leak occurred. The system was explanted instead of revised. The physician performed a blood patch. No symptoms associated with a csf leak was noted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported that during a lead replacement on (B)(6) 2025, patient experienced a cerebrospinal fluid leak. The physician performed a blood patch and the issue was resolved.